Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
In the lectures of the japan digestive disease week 2018, it was reported the following contents. Lectures: study of post-esd mucosal plication with the single-channel endoscope using a ligating snare <summary> during a mucosal plication after an endoscopic submucosal dissection, hx-20u-1 and the subject device were used. These devices were used in 18 procedures. In 1 of 18 procedures, postoperative bleeding occurred. In this procedure, the low dose aspirin and prasugrel were administered to the patient. The user was stopped hemorrhage with over-the-scope-clip. No further information was provided. This is the report regarding postoperative bleeding with hx-610-135l.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".